Event description:
It was reported that during implant, the lead helix would not extend. The lead was not used.

Manufacturer narrative:
Please retract this report 2017865-2013-04844 the same issue was reported as 2017865-2013-04779.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.